Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this programmer was performed. This programmer booted up to black screen with no backlight. The inverter was shorted out on lower half and the inverter cover was melted. The touch screen was dented. There was no evidence of abuse or mishandling observed. All affected components were replaced. The programmer passed all functional incoming tests. Laboratory analysis confirmed reported observation.

Event description:
Boston scientific received information that this programmer displayed a black screen upon boot-up. The programmer was returned. There was no patient involvement reported.

Manufacturer narrative:
Additional analysis was performed and it showed that the programmer failed to load touchscreen calibration software. The affected component was replaced.